Event description:
The user reported that during a left ventriculogram procedure, the rotator on the stopcock broke at 900 psi. The user reported three defective devices. No harm or injury was reported. This is one of three reports for this complaint. 1721504-2011-00390, 1721504-2011-00391 and 1721504-2011-00392.

Manufacturer narrative:
Device eval: the eval has not been completed. The user did not specify if this was the initial use of the device. A review of the device history record revealed several unrelated exception documents. The complaint database was reviewed and found no similar complaints for this lot number. A follow-up report will be submitted when the eval has been completed. Eval: method- process eval. Results: results pending completion of eval. Conclusions: conclusion not yet available-eval in progress.